Event description:
"The customer had a chair supplied to them by (B)(6) about two months ago. The customer stated he uses the chair mostly in the house on the carpet from the living room to the table. He also uses it to transfer about 30 feet from the living room to the car, but has only done that one time. The rubber tires on the chair began to chunk off the chair and began to fall on the floor into many pieces. He had the tires replaced and the new tires are 'chunking' apart as well. He can now see the inside of the tire."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model lt3011p-18, serial number/date code is unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.